Event description:
Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, edema, "hardening" and seroma.

Event description:
Patient reported right side capsular contracture baker grade iii, edema, "hardening" and seroma. The device has been explanted. Patient was prescribed anti-inflammatory, antibiotic and corticosteroid for treatment.